Event description:
During the procedure physician intended to use endeavor resolute rx to treat excessively tortuous lesion (size: 2.7x18mm) in mid-lad that exhibited 85% stenosis with severe calcification. It is reported that the device could not cross the lesion. The lesion was pre dilated 3 times with 2.50mm x 20mm balloon device at 16 atm. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the distal tip was slightly frayed. The 8th and 9th distal stent segments had raised and overlapping struts. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (excessively tortuous, 85% stenosis with severe calcification). Inherent risk of procedure (stent deformation). Deformation problem (stent). Conclusion: known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (excessively tortuous, 85% stenosis with severe calcification). (B)(4).